Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that during a rotablation angioplasty procedure in the mid left anterior descending (mlad) artery a perforation occurred. The 2.8x19mm graftmaster covered stent delivery system (sds) was attempted to be advanced to the perforation; however, failed to cross due to the anatomy. Therefore, the graftmaster sds was removed from the anatomy. There was no adverse patient sequela and no clinically significant delay reported in the procedure. A non-abbott covered stent was used to complete the procedure. No additional information was provided.